Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported rupture, unknown side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, brown biological tissue on the shell, and flat creases. The device was identified as underweight. A microscopic analysis was performed which identified: one broken sharp on the radius and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp break on the radius assessed as an unidentified (tear) opening.

Event description:
Medical staff reported rupture, left side. Device has been explanted.